Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient's ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon implantation of the dib00 model intraocular lens (iol), a scratch was noted on the lens possibly caused by the inserter tip. There was no incision enlargement, no serious injury, no suture(s), and no vitrectomy. Since the iol was well centered and the defect/scratch was not in the visual center, it was decided to leave the iol in place rather than to exchange it due to the patients restlessness during the procedure. Patient outcome post-procedure was reported as post-op visit one, patient was happy with the results and the artifact/scratch did not appear to effect the patient's vision. The suspect iol is not available for return as it remains implanted in the patient's ocular sinister (left eye). No further information is available.